Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, two undated and unlabeled photos were provided for review; however, they do not provide any insight for the clinical root cause of the reported infection. The devices in the photos were not identified, nor were they returned for analysis. Per email correspondence, the requested surgical records and x-rays are unavailable. Without the requested documentation, the clinical root cause of the post-op infection cannot be concluded. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a right thr performed in (B)(6) 2013, as a revision surgery for infection of non smith and nephew devices, the patient experienced pain in the right hip and a possible recurrent infection was suspected. A revision surgery was performed on (B)(6) 2021 to treat these adverse events. The oxinium fem hd 12/14 36 mm +0 ((B)(4)), the r3 20 deg xlpe acet lnr 36mm x 60mm ((B)(4)), the cpcs cocr prim ho 12/14 sz 5 ((B)(4)), and the cpcs dist cent sz 16mm ((B)(4)) were explanted. It is unknown which new devices were implanted. No other complications were reported. The patient outcome is unknown.